Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose. Blood glucose level at the time of the incident was 42 mg/dl. Customer stated that experienced high blood glucoses and which he over corrected and caused a low blood glucose. Customer reported he was over 300 mg/dl and 328 mg/dl and then he overcorrected and went down to blood glucose 42 mg/dl. Customer stated that he woke up with 60 mg/dl blood glucose and treated with a sugar tablet and high blood glucose was treated with the pump. No information about auto mode was given. The insulin pump will not be returned for analysis.